Event description:
The customer reported via phone call that they were hospitalized for (B)(6) and diabetic ketoacidosis on (B)(6) 2014 with high blood glucose reading 1600 mg/dl. The customer was dispatched to emergency medical services visited to emergency room and admitted to hospital for overnight. Customer also had (B)(6). Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was unknown at time of high blood glucose event. Customer reported that current blood glucose value was 220 mg/dl. Customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.